Event description:
It was reported to philips that intermittently the detector failed to move up and down. The device was in use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that this issue occurred while the system was not in clinical use. There was no patient involvement. No harm or injury was reported. A philips field service engineer (fse) inspected the system on-site and confirmed that the detector failed to move. Troubleshooting and analysis of the system log files found a "collision detected" application error. The fse dismantled the brake of the shift unit, adjusted, and then reseated the brake. After this, the fse calibrated the detector shift position and current. After these repairs. The system was returned to use in good working order. The codes were updated based on the investigation outcome.